Manufacturer narrative:
Insulin pump alarmed prime during displacement test due to motor with excessive axial play. No cosmetic damage was noted.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 200 mg/dl. Customer was advised to disconnect from the pump. Customer has already treated. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.